Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared malfunction, and support advised customer to continue using pump and to call back if malfunction recurred, which customer understood and accepted.